Event description:
Facility reported machine indicated weight goal had been reached after only 1 hour, treatment scheduled for 3 hours. Pt complained of pain at venipuncture site and a slight headache, then transferred to another machine. No medical intervention or hospitalization was required. The facility reported the pt to be in stable condition at the time of the event.